Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The DHR of product code 179762480, lot bdib1sf, was reviewed and no non-conformances were observed during the manufacturing process. The product was released on april 25th, 2014. Qty. (B)(4). The DHR was electronically reviewed. Visual inspection: the rod, 480 mm (part # 179762480, lot # bdib1sf, mfg # 25-apr-2014) was received at us cq with the rod broken. The whole rod was not returned to us cq. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was completed, the outer diameter of the transition piece between the bit attachment and the shaft, measured 5.47 mm. This is within specification of 5.45 mm to 5.50 mm, based on drawing. Document/specification review: the following drawing(s) was reviewed; expedium 5.5 mm rod ti 300/480 mm hex end conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the rods fractured at t12 level and screws broken at l5 level. Revision surgery to replace rods and extend construct to s1 and pelvis was performed. No problems during procedure. This report is for one (1) rod, 480 mm. This is report 6 of 8 for (B)(4).

Manufacturer narrative:
Product complaint # ==> (B)(4).